Manufacturer narrative:
Part: 03.010.104, lot: 1l99431; manufacturing site: (B)(4); release to warehouse date: november 16, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the drill bit ø4.2 calibr l145 3 flute was received showing a portion of the distal drill tip broken off. The broken off fragment(s) were not returned. The remaining flutes on the drill bit are slightly deformed /twisted. No other issues were identified with the returned components of the device. The device failure/defect of broken / deformed tip was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: drawing: drill bit 3-flutes dx.x, feature: drill bit shaft diameter, result: conforming. Measurements of the drill bit tip helix could not be conducted due to post manufacturing deformation and damage. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Drill bit 3-flutes dx.x, drill bit geometry 3-flutes. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the drill bit ø4.2 calibr l145 3 flute as a portion of the distal drill tip was broken off. The broken off fragment(s) were not returned. The remaining flutes on the drill bit are slightly deformed/twisted. While no definitive root cause could be determined, it is possible that the device encountered unintended forces, dense bone, and/or rough handling/technique during device use by the operator. The drill bit likely yielded, deformed, then fractured. Per the event description, there is a possibility that the missing fragments remained in the patient. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and / or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent a tibial fracture procedure on (B)(6) 2019. While using a drill bit to place the screws, the drill bit broke. The surgery was completed with a thirty (30) minute delay. It is unknown if any instrument fragments remained in the patient. Concomitant devices: screw (part: unknown, lot: unknown, quantity: unknown). This report is for a 4.2 mm three-fluted drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
No conclusions could be drawn as no devices were returned for manufacturer review or investigation. Additionally, device history record reviews could not be requested as specific part and lot numbers for the associated devices were not provided. No conclusions could be drawn as no devices were returned for manufacturer review or investigation. Review of manufacturing records has been requested.

Event description:
Another drill bit was used to complete the procedure.